Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, mandible reconstruction surgery was performed. During the surgery, when fixing the unknown plate, the surgeon tried to fix the condylar head and fixation plate with two (2) matrixmandible set screws, it was reported that the set screws could not be firmly tightened and the fixation between condylar head and the fixation plate was not firmly fixed. The surgeon replaced the set screws and reinserted it vertically. However, the fixation of the condylar head and the plate did not improve. The condylar head was still implanted in the patient's body with the condyler head and the reinserted fixing plate moving slightly. The procedure was successfully completed. No plan for re-operation. It was unknown if there was a surgical delay. There was no harm to the patient reported. Concomitant device reported: unknown screwdriver (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) slotted screw f/condylar head add-on sys f/matrixmandible. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history review: this mre review is for sterilization procedure only part: 04.497.001s, lot: 1l08677, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 13.august 2018, expiry date: 01.august 2028, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in mezzovico. Part: 04.497.001, lot: l731923, manufacturing site: mezzovico, release to warehouse date: 17.january 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history lot this mre review is for sterilization procedure only part: 04.497.001s lot: 1l08677 manufacturing site: (B)(4) supplier: (B)(4) release to warehouse date: 13.august 2018 expiry date: 01.august 2028 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in (B)(4) part: 04.497.001 lot: l731923 manufacturing site: (B)(4) release to warehouse date: 17.january 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.